Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site by the clinical engineer that during routine patient updates the patient came to the emergency room (ER) with worsening driveline pain with redness and complaining of lethargy on (B)(6) 2017. It was stated that the patient was admitted. It was further stated that a driveline debridement was performed on (B)(6) 2017. The patient will be discharged from hospital to rehab center with a peripherally inserted central catheter (PICC). Patient is currently stable and will be transferred to rehab center once international normalized ratio (inr) is therapeutic. Clinical engineer believed patient would be discharged either today ((B)(6)) or tomorrow ((B)(6)). No additional information available.